Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a bowel procedure, there were malformed staples. Upon the first use of the stapler, the staple line was completely delivered, but some staples were malformed. A new stapling was performed. The flawed staple line was removed. There were no adverse consequences for the patient.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the membrane is separating from the dome, causing it to leak. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.